Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used two visi-pro balloon-expandable stents to treat a 57 mm calcified chronic total occlusion in the proximal right common iliac artery. The artery was 8 mm in diameter. The device was prepped with no issues identified. The procedure used a 6 fr non-medtronic and a 0.035¿ non-medtronic super stiff guidewire. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered during advancement and no excessive force was used. The stents were deployed as ¿kissing¿ stents in the right and left common iliac up into the aorta. The procedure was completed with no issues. It was reported that the patient has had a reaction since the procedure. About every three weeks, the patient will have an episode of vomiting and a rash on her back. The episodes are periodic. The patient was treated with plavix, the primary care doctor stopped this treatment and the incident occurred again. The physician does not think the event is device related.